Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass, a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a cracked pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call that he was putting the infusion set in and he dropped it. Customer stated that the screen was cracked. Customer's blood glucose was 61 mg/dl at the time of the incident. Customer stated that the cracks on the pump were on the inside of the screen and it was not readable. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.